Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 (B)(4) - animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the keypad was intact without damage. On testing, the down arrow button had intermittent response requiring multiple presses with increased force to evoke a response. The remainder of the buttons had normal response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons. The vibration function was noted to be absent during testing. The pump was opened for investigation and revealed the vibration motor was inoperable. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Event description:
On (B)(4) 2013, it was reported that the keypad buttons were intermittently unresponsive. This complaint is being reported because the issue remained unresolved at the time of trouble shooting. There is no indication that the product issue caused or contributed to an adverse event